Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. At the early stage from the beginning of the procedure, ultrasonic level error occurred. When the user checked the subject device, the tissue pad of the subject device was separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
The probe was found to be cracked at 11 mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. *ultrasonic output, *appearance. A likely cause of the reported event might be the following mechanism. 1. Grasping section was closed without grasping anything while ultrasonic output was activated. (This includes after tissue resection) this might have caused abrasions and partial peeling of the tissue pad. 2. The grasping section and distal end of the probe possibly came into contact due to peeling of the tissue pad. As a result, a contact mark occurred. 3. The output was activated continuously in state of no2 description. This might have applied a force to the probe, causing cracks from a contact mark. As a result, the error (code: u509) occurred. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.